Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Information provided shows that the tibial tray was not cleaned properly of tissue. Another tibial insert from the same lot was successfully implanted after proper cleaning of the tibial tray. This incident is not device related.

Event description:
Tibial tray insert would not snap into tibial tray. Tissue was not properly removed from the tibial tray.